Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. Corrected data: h10. 124 previously reported events are included in this follow-up record. Product return status. 114 devices were received. 4 devices were evaluated in the field. 6 device investigation types have not yet been determined. Event confirmation status. 118 reported events were confirmed. Evaluation results. 118 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 124 </noe> malfunction events in which the device had paint chips missing. 124 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 124 events were originally reported for this failure mode during the reporting quarter. - 34 events were inadvertently excluded. - 158 reported events are included in this follow-up record. Product return status 79 devices were received. 76 devices were evaluated in the field. 3 devices were not available for evaluation. Event confirmation status 155 reported events were confirmed. Evaluation results 155 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 158 </noe> malfunction events in which the device had paint chips missing. 158 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 124 events were reported for this quarter. Product return status: 111 devices were received. 2 devices were evaluated in the field. 11 device investigation types have not yet been determined. Event confirmation status: 113 reported events were confirmed. Evaluation results: 113 devices were found to be affected by chipped paint. Additional information: 124 devices were not labeled for single-use. 124 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 124 </noe> malfunction events in which the device had paint chips missing. 124 events had no patient involvement; no patient impact.